Event description:
It was reported during an atrial fibrillation procedure, a cardiac tamponade occurred. The physician felt something give in the handle and had a difficult time maneuvering in the left atrium. Blood pressure issues were noted and a tamponade occurred. A pericardiocentesis was performed and the pt stabilized. The current status of the pt is listed as "ok."

Manufacturer narrative:
One 8.5f agilis introducer and one 8.5f transseptal dilator were received for eval. Visual inspection revealed a competitor's catheter was partially inserted into the shaft end of the introducer. The distal end of the introducer was twisted. The twisted in the shaft was located 1.5 inches proximal from the distal tip end. The competitor's catheter was removed prior to the decontamination process. The introducer was able to deflect the distal end in both directions when actuating the steering mechanism; the correct shape could not be produced because of the twist. Review of the device history records confirmed this lot met mfg requirements prior to shipment. The root cause classification for the reported cardiac tamponade is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU. The following dates are estimated.